Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient has stopped feeling their stimulation and their pain has returned. The patient noted he is usually on about 3.5, he tried increasing to 6.0 and still doesn't feel stimulation. (He would usually expect to feel some serious tingling with stimulation that high). The patient reviewed last night his stimulation was at 6.0, he was in a meeting and suddenly got a couple of serious jolts. Since the jolts the patient has tried moving in different positions, but he has been unable to feel the stimulation again. The patient's programmer shows that stimulation is on (group b at 6.0). It was reviewed how to change to group a and the patient reported feeling stimulation and their therapy was working at their desired setting (3.6). The caller wonders if it's possible he accidently switched from a to b, he doesn't recall what group he was on before. The patient noted he has had some falls. The patient's right foot is two inches shorter than his left and he trips a lot. The patient has fallen twice in the past 2 months, once was last wednesday. The patient didn't notice a loss of stimulation or symptoms at the time of the falls. Troubleshooting resolved the patient's reported issues. No further complications were reported. No additional patient symptoms were reported.